Manufacturer narrative:
(B)(4). The device was received and the investigation found the complaint mode of a melted/burned cord was confirmed. The arcing/sparking failures observed on this product were probably due to poor contact-to-contact impedance. The root cause for the failure cannot be determined. There were no indications the failure was due to a manufacturing or materials defect.

Event description:
The customer reported that after just 7-9 procedures the cable burns and generates smoke or sparks. No patient injury.